Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples and a troponin I-free patient sample pool processed on a vitros eci immunodiagnostic system. The most likely assignable cause is analyzer related, as pre-service tropi es precision test results were outside of ocd guidelines, indicating the vitros eci instrument was not performing as intended at the time of the event. An ocd fe performed service actions to multiple subsystems of the analyzer and following these service actions, acceptable tropi es performance was obtained. In addition, sample processing could not be ruled out as a contributing factor.

Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results on two patient samples and a troponin I-free patient sample pool, using a vitros eci immunodiagnostic system. The initial and repeat tropi es results for those samples are: patient 1 vitros result 0.112 versus expected <0.012 ng/ml; patient 2 vitros result 0.223 versus expected 0.012 ng/ml; troponin I-free sample vitros result 0.290 versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory because the laboratory routinely performs vitros tropi es testing in duplicate to confirm results. There was no reported allegation of patient harm. (B)(4).